Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted during testing. A water filled reservoir was used during the test. No air bubbles anomaly noted during testing. The insulin pump passed the delivery accuracy test at 0.08725 inches. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 485 mg/dl at the time of call. The customer's blood glucose was 702 mg/dl at the time of hospitalization. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer reported that the insulin pump crack on the battery compartment. The insulin pump was returned for analysis.